Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during drain 3 of 4 during pd treatment there was a fluid leak encountered. The caretake said an air detected in cassette warning occurred. The caretaker discovered that there was a hole in the patient line and it was leaking onto the floor. There was no fluid in the pump module of the cycler and no fluid on the exterior cassette. The treatment was canceled and the caretaker was advised by technical services to follow up with the patient's pd nurse. Additional information was requested but not received.

Manufacturer narrative:
Additional information: g.1.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during drain 3 of 4 during pd treatment there was a fluid leak encountered. The caretake said an air detected in cassette warning occurred. The caretaker discovered that there was a hole in the patient line and it was leaking onto the floor. There was no fluid in the pump module of the cycler and no fluid on the exterior cassette. The treatment was canceled and the caretaker was advised by technical services to follow up with the patient's pd nurse. In a follow up, a nurse reported that the patient did not have any harm, adverse event or intervention is association with the fluid leak. The patient was able to complete treatment with the cycler and a new setup. The complaint cycler set is available to return as a sample for investigation.

Manufacturer narrative:
Correction: a.2., a.4., b.5.,d.9.,g.2., h.3.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during drain 3 of 4 during pd treatment there was a fluid leak encountered. The caretake said an air detected in cassette warning occurred. The caretaker discovered that there was a hole in the patient line and it was leaking onto the floor. There was no fluid in the pump module of the cycler and no fluid on the exterior cassette. The treatment was canceled and the caretaker was advised by technical services to follow up with the patient's pd nurse. In a follow up, a nurse reported that the patient did not have any harm, adverse event or intervention is association with the fluid leak. The patient was able to complete treatment with the cycler and a new setup. The complaint cycler set is available to return as a sample for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The carrier tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during drain 3 of 4 during pd treatment there was a fluid leak encountered. The caretake said an air detected in cassette warning occurred. The caretaker discovered that there was a hole in the patient line and it was leaking onto the floor. There was no fluid in the pump module of the cycler and no fluid on the exterior cassette. The treatment was canceled and the caretaker was advised by technical services to follow up with the patient's pd nurse. In a follow up, a nurse reported that the patient did not have any harm, adverse event or intervention is association with the fluid leak. The patient was able to complete treatment with the cycler and a new setup. The complaint cycler set is available to return as a sample for investigation.